Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation. For all enquires or follow up questions related to the record, do not use regulatory.(B)(6) located in sections d3 and g2, please direct those to the following: regulatory.(B)(6).

Event description:
Distributor reported on behalf of the user facility that the device was in use with patient for approximately 1 month. The hospital staff noted air leakage around the cuff and an emergency tube change was required to address the issue. Examination of the device showed the cuff did not inflate symmetrically which may have caused the issue. No permanent adverse effects reported.